Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed displacement test and self test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. No motor error alarm noted. Motor passed motor test. No unexpected rewind anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the button on the insulin pump were sticking. Customer stated that the insulin pump had motor error alarm. Customer stated that the insulin pump was slower to rewind. Customer stated that there was haziness on screen of the insulin pump. Customer stated that the insulin pump had no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.